Event description:
It was reported that the insulin pump had a closed black circle on the display, a high pitched noise, and an unresponsive keypad. The blood glucose reading was 426 mg/dl. The customer stated that he was unable to go into the status screen. He also noted that his high blood glucose levels were due to the insulin pump not working the night prior; his diabetes educator advised that they treated him with a manual injection of 500 units of insulin. After attempting to replace the battery, the display became frozen and the constant tone remained. Advised discontinuation of the insulin pump. The blood glucose reading dropped to 333 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.